Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event was attributed to shipping and handling after leaving the manufacturing facility.

Event description:
The monomer vials were leaking upon receipt. There was no pt involvement; therefore, no adverse consequence for any pt.